Manufacturer narrative:
(B)(4). Batch # t5d843. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: can you please explain what is meant by "jammed¿?- the stapler did not complete the firing sequence as intended and the jaws of the stapler would not open when the release lever was pushed. Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? The stapler partially fired with staples intact and tissue transected or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Yes, the stapler partially fired with staple line and cut line approx.. Equal length with staples intact. Were there any issues opening the jaws of the device? Yes. The surgeon could not open the jaws of the stapler by pressing the release lever button. Was the device locked on tissue with the jaws closed? The device was locked on tissue with jaws closed. If yes, how was the device removed? The surgeon had to pry the closing lever and firing lever forcefully apart to open the jaws if yes, did the jaws eventually open? Yes.

Event description:
It was reported that during a laparoscopic nephrectomy with the first firing of an ats45 with vascular reload jammed during the firing sequence. The procedure was completed with a new ats45. No patient status reported.